Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pump had unexpected battery power loss as customer stated they did not received low battery alert prior to replace battery alert. Customer stated that the insulin pump delivery will stop within 30 minutes due to low power. Customer stated that the insulin pump had new battery resolve issue did not resolve. No harm requiring medical intervention was reported. The device will not be returned for analysis.